Event description:
It was reported that the patient presented to the or due to infection associated with a newly implanted device. Externalized conductors were noted via fluoroscopy. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead measuring 51.4cm in length was returned. Externalized conductor due to internal insulation abrasion was found at 7.2 to 14.2cm from the distal tip. The re conductor coating was a braded in this area. Internal insulation abrasions were found at 7.5 to 8.8cm, 16.5 to 18.2cm and 19.0 to 19.9cm from the distal tip. The conductor coatings were intact in these areas. External insulation abrasion was found at 47.5 to 47.6 from the distal tip, consistent with friction to the ICD can.